Event description:
It was reported the lead was replaced due to high atrial impedance and non-capture. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.